Event description:
Event description cpi received information that the patient collapsed at home and the paramedics were called. Upon arrival the patient was found in asystole and an external pacemaker was used. In the emergency room, after the external defibrillator was turned off, it was reported that the implantable cardioverter defibrillator (ICD) was not delivering any pacing output. Interrogation of the ICD noted there were no episodes stored in the ICD since the follow-up appointment prior to the death date. Cpi received additional information that the patient's physicians do not believe the ICD contributed to the patients death.